Event description:
The dealer reported that the yellow indicator light on the concentrator does not function. This issue prevents the user from being alerted to a malfunction which may cause them to have to switch to an alternate source of oxygen and to seek repairs.